Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. Upon receipt, the device could not be interrogated with a programmer, thus confirming the clinical observation. Inspection of the devices memory contents showed that the device documented many consecutive resets in (B)(6) 2021. The root cause of these resets could not be established. However, it is plausible to assume that the device was subjected to temperatures colder than the specified minimum of -10 c (14 f) during storage or transport. Exposure to temperatures outside this range has been shown to result in this type of malfunction.

Event description:
Device explanted. Per rep device could not be interrogated before or immediately after implant. A green light was seen on the wand when placed over the device, but the clock on the programmer screen would appear to freeze and the device would not interrogate even with extensive troubleshooting, forced interrogations and a new programmer. Programmer software was 2100. U. Eventually, there was no green light seen on the wand. No adverse patient events reported. Should additional information become available, it will be added to this file.